Event description:
It was reported that the guardian monitor had button error and unable to clear the alarm. Explained the alarm to customer and advised that unit would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.